Event description:
It was reported there was a lead warning for the right atrial (ra) lead having low impedance paces. The lead monitor switched the pacing polarity to unipolar and since then there has been no low impedance. It was also reported the unipolar impedance was higher than the bipolar impedance. There were also atrial high rate episodes which showed noise. The pacing polarity was reprogrammed to bipolar and the lead monitor was changed to monitor only. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.